Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1:phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during a ureteroscopy procedure, the surface of the hiwire nitinol hydrophilic wire guide was found to be dislodged prior to use in patient, and a new wire guide was replaced to complete the procedure without affecting the patient. The procedure was completed by using another new device. Customer could not confirm if the coating was activated prior to removal from the holder or how the coating was activated. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction: d4, d8 . Investigation evaluation it was reported that during a ureteroscopy procedure, the surface of the hiwire nitinol hydrophilic wire guide was found to be dislodged prior to use in patient, and a new wire guide was replaced to complete the procedure without affecting the patient. The procedure was completed by using another new device. Customer could not confirm if the coating was activated prior to removal from the holder or how the coating was activated. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One hiwire nitinol hydrophilic wire guide was returned to cook for evaluation. Upon visual inspection, the polymer jacket of the wire guide jacket was noted to be scraped and peeling. A supplier investigation was performed. The returned complaint device was reviewed by the supplier who noted it presented skived/cut damage in a proximal to distal orientation located at the distal tip, exposing the metallic core wire. The supplier concluded the nature and the extent of the skived/cut damage is representative of applying excessive and/or forceful manipulation to the device while removing it from the dispenser hoop without proper hydration. The supplier reviewed their device history records which did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicated that the final inspection tested for the product was determined to be acceptable. With the multiple 100% visual inspections the product is subjected to during the manufacturing and packaging operations, the supplier noted that it is highly unlikely that the product shipped with the observed damage. The supplier investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook reviewed incoming inspection records for the reported complaint device lot and the lot passed incoming inspection. A complaint history search identified one other event reported for a related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating." It was reported it is unknown if the coating of the wire was activated prior to removal from the holder. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the cause of this event could not be definitively established. However, user error is not possible to be ruled out. Not activating the hydrophilic coating prior to removing it from the holder may have contributed to this event. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.